Event description:
The extended tip was removed by a surgical technician student using proper technique to handle a sharp for safety. However, the housing of the extended electrocautery tip was damaged (visible in pictures) from a clamp used. Upon activation of the cautery pencil later in the case, a small arc occurred and made contact with the edge of the incision, leaving a small cautery mark. This was at the edge of the incision the surgeon noted, "it was noted during wound closure that there were small burns consistent with electrocautery burns at the skin edges. The extended cautery tip was assessed and there was noted to be violation of the insulating coating of the cautery tip. These were very limited injuries and did not require additional treatment.